Manufacturer narrative:
Findings: a customer reported via phone call indicating that their insulin pump alarmed button error. The customer's blood glucose level was 107 mg/dl at the time of the incident. The customer sent the product back for analysis.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The customer's blood glucose level was 107 mg/dl at the time of the incident. The customer sent the product back for analysis.